Event description:
Caller reported a malfunction on the pump, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and instructed to reach out again if the issue reappeared.